Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152739.

Event description:
Voluntary medwatch received states that the patient presented in clinic for a follow up. Device interrogation revealed under sensing on the atrial (ra) lead. No changes or intervention were reported. The patient condition was unknown.